Manufacturer narrative:
(B)(4) - (no consequences or impact to patient). (B)(4) - (false positive result). A field service representative (fsr) was dispatched and stated that the r1 probe was bent. The fsr replaced the r1 probe as well as the sample and r2 probe. The fsr indicated that the issue was resolved. Additionally, the fsr performed gravimetric testing, wash zone 1 and wash zone 2 aspiration testing and inspected the pumps and syringes. The fsr indicated that the results of the testing were acceptable and the instrument was performing according to specification. The architect system operations manual and the architect toxo igg package insert were reviewed and were found to adequately address the issue. Customer complaint data was reviewed and no adverse trends were identified. The investigation did not identify a deficiency.

Event description:
The account stated that a false positive architect toxo igg result of 84.4 iu/ml was generated. The sample was repeated and a negative result of 0.1 iu/ml was generated. A new sample was obtained and a negative result of 0.1 iu/ml was generated. There was no report of impact to patient management.